Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken tip on an inserter during surgery. It was reported that the patient had very hard sclerotic bone and the surgeon had difficulty tapping and inserting the screws. Three of them went in okay, but the fourth was problematic. After everything was positioned, the surgeon felt that he wanted to change the position of that fourth screw so reattached the driver to install it further. It was during this process that the driver tip fractured. The tip of the screwdriver broke in the shaft of the screw. Not all of the driver pieces were able to be removed from the patient. The doctor converted from a mis approach to an open approach while he attempted to remove the fragmented inserter and subsequent screw. Not all of the driver pieces were able to be removed from the patient. There was a one hour and thirty minute delay.

Manufacturer narrative:
The returned (B)(4) (cypher mis cypher screw inserter) from lot 017910 was visually inspected by quality engineering. Initial inspection confirms the reported device failure; the device¿s tip is fractured. A functional assessment was not performed. The DHR (device history record) for the product lot was reviewed. There were no reported non-conformances or product deviations that could have contributed to the reported event. Upon incoming inspection, samples from the lot were verified as conforming for the following traits: physical dimensions, cannulation gage, material cert, hardness, and workmanship/finish. There are no indications of manufacturing issues which could have contributed to this event. The root cause is attributed to patient condition (hard bone, positioning) due to information provided in the complaint file.